Event description:
The manufacturer received information alleging that in the middle of the night, the air pressure increases and does not go back down. The patient claims harm due to the device interrupting sleep several times a night and also alleges feeling tired. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.